Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/09/2015 device evaluation: the device has been returned and evaluated by product analysis on 02/19/2015 with the following findings: the black box showed several ¿cs162¿ loss of prime due to low non-zero force warnings. An ¿ez-prime¿ sequence was performed correctly with no ¿cs162¿warning or any errors, alarms or warnings during the investigation. The product performed within specification and the original complaint could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).